Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the analysis, it was observed that there was foreign material inside the Air/Water channel and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The subject device was returned for device investigation. It was observed that during the device evaluation, the Air/Water channel and Air/Water cylinder of the Gastrointestinal Videoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.